Event description:
On 1/5/96 a 24, 6" midline catheter was inserted by an rn in a doctor's office for administration of IV rocephin. Immediately after insertion and flushing of catheter with 0.9ns, pt became flushed and tachycardic, c/o chest heaviness, anxiety and feeling of "impending doom" and had uncontrollable shaking. Doctor evaluated and felt it was possible adrenalin surge secondary to anxiety. Pt was observed and symptoms resolved in less than 5 mins without removal of catheter. Catheter remained in place for 10 days when it was replaced by another MFR's catheter. For 5 days without incident therapy was concluded early secondary to complications from IV rocephin. Severe cystitis.